Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 393526 and lot number 4247493. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva nearport 20ga x 1.00in w/ maxzero needle retraction failed. It was reported by customer that our staff brought forth two examples when the needle did not fully retract from a 20g nexiva in the ec. Below is the lot number/information from one of packages. (B)(4). Expires 2027-08-31. Lot 4247493. (B)(6)2024. Verbatim: complaint received via email(s) attached. Our staff brought forth two examples when the needle did not fully retract from a 20g nexiva in the ec. Below is the lot number/information from one of packages. (B)(4). Expires 2027-08-31. Lot 4247493. (B)(6)2024.